Manufacturer narrative:
D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that one (1) tube had a loose stopper and could not fill. The sample was recollected. There were no other health impacts or consequences reported.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes that one (1) tube had a loose stopper and could not fill. The sample was recollected. There were no other health impacts or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and all hemogard closure assemblies were correctly assembled and placed on the tubes. No issues were identified with cocked stoppers that would affect the assembly. Additionally, 10 retained samples underwent functional tests, with all weights being within specification limits. No issues were found with the hemogard closure assembly being loose or separating from the tube during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.